Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented remotely via merlin.net transmission, few episodes of non-sustained, rv oversensing due to apparent far field p-wave oversensing was observed on the device. Patient is not on dependent on ICD. Programming changes were made. Patient was stable.